Event description:
Caller states that the inform meter has a burn mark on the right of the laser window. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.